Event description:
It was reported by service report that the bed would not go into trend. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
The screw jack on the head end lift seized.